Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, customer changed cartridge and infusion set.